Event description:
The filshie clip was applied to the left fallopian tube by the surgeon. Both the surgeon and the scrub tech visualized the clip was on the tube. Upon removing the applier, the clip fell off the tube, leaving a slightly bloody mark where the clip was on the tube. The clip was then removed from the patient and a new clip was applied in its place.